Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to hospital due to low flow alarms and not feeling well. CT scan showed a twisted outflow graft (ofg). The patient was planned for re-operation where the ofg will be untwisted and place a clip. During the re-operation of the patent it was observed that the ofg was not twisted as first been suspected at the CT scans. The surgeon opened up the bend relief and between the bend relief and the graft there was a large bulk (approx 6 x 1,5cm) of fibrin mass. This was removed and the bend relief was also cut off only leaving approx 1 cm. An ofg clip was placed and the patient was closed and referred to intensive care in a stable condition.

Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusions: analysis of the submitted images confirmed the reported outflow graft obstruction. The center submitted CT images and photos from the re-operation for review. The submitted CT images appeared to show a narrowing of the outflow graft, as evidenced by the thin light areas underneath the rings of the outflow graft bend relief. The submitted photos from the re-operation appeared to show a tissue growth surrounding the outflow graft material, underneath the outflow graft bend relief. The formation was approximately 6 cm (2.25 inches) long. The origin of the formation and duration of time that the formation was present on the outflow graft could not be determined. Although a root cause for the development of this formation could not conclusively be determined through this evaluation, it would have contributed to the reported low flow alarms. It was reported that the patient was referred to intensive care after the re-operation, in stable condition. The patient remains ongoing on heartmate 3 lvas, serial number mlp-(B)(6) and no additional complaints have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted images confirmed the reported outflow graft obstruction. The center submitted CT images and photos from the re-operation for review. The submitted CT images appeared to show a narrowing of the outflow graft, as evidenced by the thin light areas underneath the rings of the outflow graft bend relief. The submitted photos from the re-operation appeared to show a tissue growth surrounding the outflow graft material, underneath the outflow graft bend relief. The formation was approximately 6 cm (2.25 inches) long. The origin of the formation and duration of time that the formation was present on the outflow graft could not be determined. Although a root cause for the development of this formation could not conclusively be determined through this evaluation, it would have contributed to the reported low flow alarms. It was reported that the patient was referred to intensive care after the re-operation, in stable condition. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6)and no additional complaints have been reported at this time. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The heartmate 3 lvas IFU and heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7, "alarms and troubleshooting", describes all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with them. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 1 lists the outflow graft clip as a required component for implant. Section 5, further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.